Event description:
During revision surgery in 2007, the doctor found that one of the screws has broken and that one of the screw assemblies would not disassemble to allow rod release.

Manufacturer narrative:
Additional catalog #94649, additional lot#336628